Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. The customer returned one unopened arterial kit for analysis. No definite signs-of-use were observed. Visual analysis revealed a kink on the guide wire body within the protective tubing aligning with a crease on the outside packaging. The kit was opened to better analyze the components. Microscopic analysis confirmed the kink on the guide wire aligned with the kink in the protective tubing. The guide wire was removed from the protective tubing and catheter to reveal another kink towards the proximal end that was within the catheter. The lid stock clearly stated, "do not bend." The damage observed was consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The kinks on the guide wire measured 34mm and 297mm from the distal tip and the guide wire total length measured 348mm via calibrated ruler, which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured 0.515mm via calibrated micrometer, which is within the specification limits of 0.508mm-0.533mm per the guide wire graphic. Functional inspection of the guide wire was performed per the product instructions for use, which stated, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was passed through the provided 20ga introducer needle and was able to pass with little to no difficulty. A manual tug test confirmed the distal and proximal welds were attached. . The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The product labeling was updated to clearly inform the customer to not bend the product and was intended to reduce the potential for product damage. Additionally, the instructions for use (IFU) provided with this kit warns the user, "sterile, single use: do not reuse, reprocess or resterilize. Reuse of device creates a potential risk of serious injury and/or infection which may lead to death. Reprocessing of medical devices intended for single use only may result in degraded performance or a loss of functionality." A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: when removing the catheters from their cardboard packaging (secondary packaging). The team noticed that the guides were bent at their ends. The packaging was bent at both ends. The guide was not used. No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: when removing the catheters from their cardboard packaging (secondary packaging). The team noticed that the guides were bent at their ends. The packaging was bent at both ends. The guide was not used. No patient involvement was reported.